Manufacturer narrative:
A ge service rep performed and onsite investigation. The power signal interface board connections were evaluated and reseated. The voltage on ps1 power supply was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.